Event description:
Nurse was changing the dressing using adhesive remover, and began to remove the dressing from the statlock and midline catheter snapped in half. She was not using force, midline catheter broke at the hub but there was still exposed catheter from the insertion site. Pressure held at insertion site and remaining catheter removed. Patient without signs and symptoms of sob, chest pain, tachycardia, diaphoresis, apprehension, cyanosis. Midline catheter retrieved by nurse for further investigation of potential product integrity/possible recall. Midline catheter inserted on (B)(6) 2024 and broke on (B)(6) 2024. Patient's IV therapy was zosyn every 8 hrs.